Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. The patient was unable to provide the serial number of the meter used nor any information regarding the test strips. A review of manufacturing records and testing using reserve product could not be conducted due to this lack of information. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following events were reported for the patient: the patient received unspecified discrepant inr results as compared to a laboratory method. The timing of these results is unknown. The therapeutic range of the patient is unknown. On (B)(6) 2011, in 2013, and in 2015, the patient experienced three ischemic attacks. No information on intervention or treatment was provided. No additional information is available.

Manufacturer narrative:
Corrections: the previous report included an incorrect response of 'yes' for section h15: 'labeled for single use?'. The corrected response is 'no'. The previous report included an incorrect response of 'reuse' for section h8: 'usage of device'. The corrected response is 'unknown'.